Manufacturer narrative:
An abbott field service representative (fsr) was dispatched due to the customer reporting a falsely elevated creatinine result on an alinity c processing module, serial number (B)(6). Through an extensive investigation, the fsr found the sensor, trigger, part number c-35016285-01, seal, water line, syringe, part number c-35016437-01, and tbg, reagent inner, r1, part number c-35016503-01, needed to be replaced, which resolved the customer¿s complaint. No subsequent issues have been reported. A review of the instrument history revealed no contributing factors described in this complaint. A review of labeling and historical data was done, and both were adequate, with no trends found. Based on all available information and abbott diagnostics' complaint investigation, no systemic issue or product deficiency was identified.

Event description:
The customer observed a falsely elevated creatinine2 result on an alinity c analyzer. The following data was provided: sample ID (B)(6) initial result was 8.39, repeat was 0.73 mg/dl. There was no impact to patient management reported.

Event description:
The customer observed a falsely elevated creatinine 2 result on an alinity c analyzer. The following data was provided: sample ID (B)(6) initial result was 8.39, repeat was 0.73 mg/dl. There was no impact to patient management reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.